Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service technician (fst) on 15.08.2024 found the device's high pressure warning malfunction was intervened. All manifold testing of the device was performed. Failure of pim test within the test. It was found to be pim on the device was newly purchased by the customer and was installed on the device on 05.08.2024. Change of pim will be done. The malfunction of the device was repaired. The faulty pim was replaced. Necessary checks and tests of the device were carried out. The tests are successful. The test trainer and catheter were connected to the device, the device was turned on and the device was tested. The device is suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6(medical device ¿ problem code, investigation findings).

Event description:
It was reported that during check, the cardiosave intra-aortic balloon pump (iabp) had a high pressure failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.